Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus and did not eat all of the food that was calculated into the bolus. The customer's blood glucose (bg) level was 53 mg/dl and carbohydrates were consumed to resolve the low bg.